Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient's orders were not current and were not communicating. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's orders were not current. A technical support specialist (tss) refreshed the server and applied the necessary updates, after which normal system operation was restored. The system functioned as intended after the technical support specialist troubleshot the device.